Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation), h10

Event description:
It was reported that during a preventive maintenance (pm) performed by a getinge service territory manager (stm), while the stm was reviewing the logs, the iabp had fault # 111 and fault # 112 there was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The getinge service territory manager (stm) that encountered the issue replaced the executive processor pcb and the coil cable. The replacement of parts resolved the fault codes 111 & 112. The stm tested the device without any further failures. The stm completed safety, calibration, and functionality checks to factory specifications. The iabp was released to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported that during a preventive maintenance (pm) performed by a getinge service territory manager (stm), while the stm was reviewing the logs, the iabp had fault # 111 and fault # 112 there was no patient involvement, and no adverse event reported.